Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
Us legal mdl: it was reported that, after bhr total hip arthroplasty was performed on (B)(6) 2010, the patient experienced pain, osteolysis and elevated chromium and cobalt levels in blood. This adverse event was treated with a revision surgery on (B)(6) 2021. During the revision surgery, metallic discoloration of the synovium, retroacetabular osteolysis and metallosis were found. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: it was reported that revision surgery was performed on the patients right hip. As of today the devices used in treatment have been requested but have not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling and IFU review could not be performed. A risk management review was performed for the bhr head and cup. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of prior escalation actions was completed using the information available. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. The available medical information was reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions of pain, osteolysis and elevated chromium and cobalt levels in blood were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.